Manufacturer narrative:
D1 - brand name, d2a - common device name, d2b - procode, and d4 - expiration date; corrected. H3 and h6. Codes: updated. One used decontaminated device sample was received without the original packaging for investigation. Per functional testing, the withdrawal cannula is not blocked, and the complaint could not be confirmed. Based on the investigation results, the most probable cause was using the incorrect syringe with withdrawal cannula, since the lor syringe is not originally intended for this type of procedure. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that there was blockage in the cannula, unable to draw liquid through the withdrawal cannula. There was patient involvement, and no harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.